Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain, cramping") and menorrhagia ("heavier menstrual cycles"). The patient was treated with surgery (abdominal supracervical hysterectomy and removal of essure coil). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: confirmed full occlusion. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe pelvic pain. She underwent an abdominal supracervical hysterectomy and removal of essure coil, approximately 2.5 years after essure insertion, and the event resolved. This event is anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, consumer´s medical history and concurrent conditions were not provided. Given the nature of this event and lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pelvic area pain"), menorrhagia ("heavier menstrual cycles / abnormal bleeding(menorrhagia) / constant menstrual bleeding"), uterine leiomyoma ("fibroids") and genital haemorrhage ("abnormal bleeding") in a 48-year-old female patient who had essure (batch no. Unknown) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 ((B)(6) 1993), yeast infection, swelling nos and itching. Previously administered products included for an unreported indication: mirena in 2008. Concurrent conditions included obesity, vaginal swelling, genital bleeding and discomfort. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine leiomyoma (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("cramping"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain, cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (abdominal supr-cervical hysterectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia and abdominal pain had resolved and the uterine leiomyoma, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, migraine, headache and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: current weight: 230 lbs. Mr- ;3-5 coils present following placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. (B)(6) 2015 : essure confirmation test: showed total bilateral occlusion. (B)(6) 2016 : surgical pathology : uterus and bilateral fallopian tubes, supracervial hysterectomy with bilateral salpingectomy: - atrophic endometrium with no evidence of hyperplasia, atypia or polyp formation. - myometrium with leiomyomata and superficial adenomyosis. Bilateral fallopian tubes with no significant histopathologic abnormality. The two fallopian tube segments each include the fimbriated end and measure from 3.4 up to 3.8 cm in length, each with a diameter of 0.5 cm with a pink serosa and pinpoint lumen. The myometrium also reveals multiple smaller intramural nodules that measure from 0.5 cm to 0.8 cm and within each cornu there is a silver metallic coil noted. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: menorrhagia(confirming cycles getting heavier, leiomyoma). Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 23-may-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and lab test and event genital bleeding, abdominal pain lower was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pelvic area pain"), menorrhagia ("heavier menstrual cycles / abnormal bleeding(menorrhagia) / constant menstrual bleeding") and uterine leiomyoma ("fibroids") in a (B)(6) year-old female patient who had essure (batch no. Unknown) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 ((B)(6) 1993), yeast infection, swelling nos and itching. Previously administered products included for an unreported indication: mirena in 2008. Concurrent conditions included obesity, vaginal swelling, genital bleeding and discomfort. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced uterine leiomyoma (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain, cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery (abdominal supr-cervical hysterectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia and abdominal pain had resolved and the uterine leiomyoma, vaginal haemorrhage, dysmenorrhoea, migraine and headache outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: current weight: (B)(6) lbs. Mr- ;3-5 coils present following placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: confirmed full occlusion . (B)(6) 2015 : essure confirmation test: showed total bilateral occlusion. (B)(6) 2016 : surgical pathology : uterus and bilateral fallopian tubes, supracervial hysterectomy with bilateral salpingectomy: - atrophic endometrium with no evidence of hyperplasia, atypia or polyp formation. - myometrium with leiomyomata and superficial adenomyosis. - bilateral fallopian tubes with no significant histopathologic abnormality. The two fallopian tube segments each include the fimbriated end and measure from 3.4 up to 3.8 cm in length, each with a diameter of 0.5 cm with a pink serosa and pinpoint lumen. The myometrium also reveals multiple smaller intramural nodules that measure from 0.5 cm to 0.8 cm and within each cornu there is a silver metallic coil noted. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: menorrhagia(confirming cycles getting heavier,leiomyoma). Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 20-feb-2018: events- "fibroids, abnormal bleeding (vaginal), dysmenorrhea (cramping), migraines, headaches", reporter, historical condition added from pfs. Historical and concomittant condition, lab data added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain, cramping") and menorrhagia ("heavier menstrual cycles"). The patient was treated with surgery (abdominal supracervical hysterectomy and removal of essure coil). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: confirmed full occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 21-apr-2017: quality safety evaluation for product technical complaint. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe pelvic pain. She underwent an abdominal supracervical hysterectomy and removal of essure coil, approximately 2.5 years after essure insertion, and the event resolved. This event is anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, consumer´s medical history and concurrent conditions were not provided. Given the nature of this event and lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.